Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer was removed debris. Found med stuck in cubie. Reseated row board cables on row boards and drawer controller. Receded retractor band cable. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.